Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an emergency interventional coronary procedure on (B)(6) 2012. The stick location was described as "high." The post procedure angiogram showed a "little bit" of a high stick but not above the inferior epigastric artery. It is unknown if there were multiple sticks. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with integrilin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed successfully. When the patient was moved to recovery, the patient started having abdominal pain and the patient's blood pressure dropped "significantly." Via a cat scan, it was discovered that the patient had developed a retroperitoneal bleed. The patient was sent to surgery for the retroperitoneal bleed and was put on a ventilator. The patient was reported to be recovering in good condition.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1220701) indicated that the device lot met all established performance criteria prior to shipment.